Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider and the patient reported that the patient had an appointment to discuss possible removal of the patient¿s spinal cord stimulator. The patient was having back pain and fevers for a month prior to the report. The patient also noted that the implantable neurostimulator (ins) battery part had moved towards their spine. Their doctor had told them that the ins may move but only in the device pocket. A manufacturer representative was at the appointment and added a bunch of new programs which weren¿t turned on. They were also going to meet again at the patient¿s next doctor¿s appointment to add more programs. The patient was implanted for radicular pain syndrome and spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative regarding the patient. It was reported that the patient¿s ins had migrated downward into their lower back, thus they had a pocket revision on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.